Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.0x18mm xience alpine stent delivery system (sds) advanced to the mildly tortuous, right coronary artery (rca), mildly calcified lesion without reported issue. Following, the balloon failed to inflate. Another inflation device was used; however, the balloon still failed to inflate. The sds was removed without reported issue and another xience alpine sds was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.